Manufacturer narrative:
.

Event description:
It was reported that the patient experienced increased spasticity. A catheter obstruction was detected. The pump and catheter were replaced. The patient status post replacement was reported as "ok". The pump was used to deliver baclofen.